Event description:
This problem can occur on bd facsdiva versions 6.0 and 6.1 when combined with a specific computer system configuration. This problem has not been reproduced in other computer systems or in other bd facsdiva software versions distributed by bd biosciences. This issue was discovered by a customer. Our investigation determined that this error occurs within the function that updates the results statistics in software version 6.0 and 6.1 running on the computer system. When the gating is adjusted, the statistics associated with the updated gates may not be updated. This error occurs when gates or compensation is adjusted. Impact to the result: sample results statistics may not update when gates or compensation are adjusted. Note: previously submitted in a bundled report (MFR report# 2916837-2007-00005).

Manufacturer narrative:
Investigation, root cause, and correction. Root cause: in diva software version 6.0 or 6.1 the statistics view update is done using different threads and on the system because the system uses two processors. The updates to the view by these different threads can get into a condition where intermittently the view might not get the complete update and hence the statistics view values can be different from the population hierarchy. Work around: the frequency of this problem will be reduced, but not prevented, by having one or more parameter statistics (ie, mean, median, %cv, and sd) displayed in each statistics view. In order to determine if the statistics have been impacted, users will be instructed to reload data by closing and reopening an experiment before reporting results. Correction: bd will send customer letter and provided a work around to the users. Bd biosciences will release a version of bd facsdiva software to correct this problem. This info constitutes the initial and final report.